Event description:
It was reported that the customer experienced difficulty with the pump's wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.